Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable thresholds, and also a jump to high threshold readings on right atrial (ra) lead. An x-ray x ray confirmed that the lead retracted slightly. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.